Event description:
Alarm events, specifically alarm 2 followed by alarm 26, were reported, alongside an earlier occlusion event detected the same day. There was no reported adverse impact to the customer¿s blood glucose level, as levels remained below the critical thresholds. The customer resolved the issue by changing the infusion set and cartridge, and resumed insulin administration.